Manufacturer narrative:
The device was received for evaluation. During visual inspection, grey particulate matter was observed in the vial. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2016 - (B)(6) 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed with a vial-mate adapter. The reporter stated that vancomycin 1000mg/250ml vials cored when the nurses connected the vial with the vial-mate. There was no patient involvement. No additional information is available.